Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No frozen display noted. The insulin pump has minor scratches on lcd window, cracked case at display window corners and belt clip slot.

Event description:
It was reported that the insulin pump had an unresponsive keypad and seemed to have a freezing screen. The blood glucose reading was 4.4 mmol/l. The caller reported that the buttons had a 10 to 30 second delay in response. It was also reported that, prior to the keypad issues, the weather was hot and the customer had kept the insulin pump next to the body in 20 degree celsius heat. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.